Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection could not be conclusively determined. Per the IFU, dissection is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure, a dissection of the left anterior descending artery (lad) occurred and a stent was placed. After completing the activation map via transseptal access, the point of interest was on the left interventricular septum so retrograde access was attempted. A change in the st segment was observed on the ECG during catheter maneuvering. An echocardiogram revealed no pericardial effusion but the patient reported thoracic pain. The patient was transferred to the hemodynamic lab and coronary examination revealed a dissection of the lad. A stent was placed and the patient is in stable condition. There were no performance issues with any abbott device.